Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery error code was found in the device log, along with a vent service required error code. The internal battery was replaced to resolve the issue.